Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. Eighteen days prior to receipt of this report, the patient underwent out-patient surgical repair of the hernia. Six days after the surgical procedure, the patient underwent an additional procedure due to unrelated complications of the surgery. Fifteen days after the second procedure, the patient was hospitalized for the unrelated complications to the surgery. The patient was discharged from the hospital three days after admission. During the hospitalization, peritoneal dialysis therapy was suspended and the patient was placed on hemodialysis for one week. At the time of this report, peritoneal dialysis therapy had been resumed and was ongoing. The patient stated that pd therapy did not worsen the hernia. It was reported that the patient was recovering from the hernia event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact occurrence date of the hernia event was not reported; it was reported to have been diagnosed approximately on (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.